Manufacturer narrative:
The failure mode of broken component was not confirmed since the unit was not received. Since the unit was not received no root cause can be determined. As per risk documents most probable root causes may be. Material/design error, manufacturing/assembly error, improper cleaning/sterilization, excessive user force and severe shipping conditions. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It is reported by (B)(6), nurse of the hospital, that the spike connector was damaged at the opening of the set. It caused damages on the nacl bottle and some parts of the spike fell down on the patient. To complete the procedure successfully they opened another set. Update info from sales rep: on june 16th nurse informed sales rep that pieces went into the bottle that went into the patient. Pieces were retrieved.

Event description:
It is reported by (B)(6), nurse of the hospital, that the spike connector was damaged at the opening of the set. It caused damages on the nacl bottle and some parts of the spike fall down on the patient. To complete the procedure successfully, they opened another set. Update info from sales rep: on (B)(6), nurse informed sales rep that pieces went into the bottle that went into the patient. Pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.